Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. The customer¿s blood glucose level was 204 mg/dl. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support.